Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device sustained a broken or cracked screen after a person sat on it, resulting in a nonfunctional display and impaired touchscreen use. Symptoms included no injury. Outcomes included interruption of normal device interaction, though data had been synced and the device will be returned. Investigation included complaint intake and assessment of user report for physical damage to the screen assembly. Investigation of this case revealed user-induced mechanical damage consistent with external force to the screen component, resulting in screen failure and loss of touch responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to unintended external stress.